Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse vasopressin, and when tested in basic mode after disconnection, no infusion occurred (under infusion) during an unspecified process step at scheduled on-site service department. There was no patient involvement. No additional information is available.